Event description:
It was reported that during a cranial procedure the perforator bit did not stop. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Event description:
It was reported that during a cranial procedure the perforator bit did not stop. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Device returned, evaluation complete.